Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and had no button response due to corroded keypad traces. There was no moisture damage found inside the pump. There was no unexpected numbers ramping during testing. The pump had a cracked case at display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 137 mg/dl at the time of incident. The customer stated that the pump alarmed button error and it occurred right after the pump was exposed to moisture. The customer stated that he was perspiring through his shirt. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.